Event description:
It was reported that the pulse generator exhibited no output and no telemetry contact could be established. The patient experienced dizziness. The device was explanted and replaced.

Manufacturer narrative:
.